Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) apex lead had dislodged and was found on the left ventricle of the heart. The physician suspected that it was due to the patient's septal defect. The rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.